Manufacturer narrative:
(B)(4). The analysis found that one ple60a device was returned in good visual condition and with one cartridge reload present. The cartridge reload were received fully fired. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. Please note if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system. The instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time. Additional questions: on what tissue type was the device used? Jejunum. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 6th firing. At what point did the device stop: the device barely went forward then stopped. What color cartridge was being used? White. What other color cartridges were used before and after this event? 3-blue on stomach, 2 - white on jejunum. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Would not open. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes, the reverse or manual over ride would not open the device.

Event description:
It was reported that during a laparoscopic gastric bypass procedure the device moved forward on the 6th firing with a white cartridge, on the jejunum and then stopped. The reverse or manual over ride would not work. The device had to be cut off tissue. Another device was used to complete the case with no patient consequence.